Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain nine. The patient's ultrafiltration reading was 2405ml, indicating the home patient (hp) drained 2405ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. However, the cause of the reported issue could not be determined. Should relevant additional information become available, a follow-up report will be submitted.